Event description:
The cardiologist attempted arteriotomy closure with the closer tsl 6fr device. After insertion, a continuous flow was noted through the marker lumen, but a pulsatile flow was never achieved. The device was deployed and when the physician attempted to lower the knot, the suture pulled out of the arteriotomy site. Manual compression was used to close the arteriotomy. Following the procedure, the pt developed diminished pulses and a cold blue foot. The pt was taken to surgery for removal of the occlusion and arterial repair. Field reports indicate that the physician met resistance when inserting the device guide and that the guide and foot area hit the back wall of the artery. Physician's interpretation of the event is that an intimal dissection occurred when removing the device, creating a flap that occluded the artery.